Event description:
It was reported that the pt had nausea and loss of therapeutic effect (date not specified). The pt took some oral baclofen which gave him symptom relief. In 2008, the pt had a catheter revision because the catheter had slipped out of the intrathecal space. The pump was used to deliver compounded baclofen. The pt called the MFR from his home the next day, and reported his status as good.